Event description:
It was reported to medtronic neurosurgery that the doctor found that the valve was not programming.

Manufacturer narrative:
The device has not been returned to the MFR. A review of the mfg records showed no anomalies. All of the valves are 100% tested at the time of manufacture.